Event description:
An infusion pump had a failure code 703 which occurred during biomed testing. The facility representative stated that no patient injury was associated with this report and no incident reports were filed since the last baxter service event.

Manufacturer narrative:
The device involved was received for evaluation.